Event description:
There was no patient involved in this event. Device prompt memory full.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013 and remained in fault mode until the (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed. Investigation found no fault with the returned device. There was no record in the technical log to indicate that a memory full prompt was given. The device performed to specification throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.